Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the survey conducted on mesh, there was 1 report of chronic pain, 1 inflammation, and 3 seroma/hematoma. Inflammation was getting better after taking non-steroidal anti-inflammatory drug (nsaid).